Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00088. It was reported that the patient experienced ineffective stimulation due to lead migration. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted and replaced with a paddle lead and ipg. The ipg was electively replaced by the physician. Post-operatively, stimulation therapy was restored.